Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) is unable to be interrogated and has no tones with magnet application. The patient had received two shocks recently.

Manufacturer narrative:
This patient is scheduled to have the device replaced. At that time, the physician will check for a possible lead shortage as the device failure occurred so close to the time when two shocks had been delivered. If more information becomes available, the event will be updated/reopened. The device was explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Event description: guidant received information that this implantable cardioverter defibrillator (ICD) is unable to be interrogated and has no tones with magnet application. The patient had received two shocks recently. Boston scientific (formerly guidant) recently received information that this device was no longer in service. It was determined that this device was explanted and replaced with a non-boston scientific device shortly after the time of this event. No adverse patient effects were reported.